Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29mm sapien 3 ultra resilia valve in aortic position. The first esheath was found to have damage to the introducer dilator tip after it was removed from the patient, prior to introduction of the delivery system and valve deployment. The patient was noted to have tortuous and calcified access. Some resistance was encountered during sheath insertion, at which point the implanter stopped and withdrew the device. The skin incision was adequate, and the insertion angle was not steep. A second esheath was opened, prepared, and used successfully, allowing the valve to be delivered without issue. Inspection of the second esheath tip revealed no damage. A non-edwards wire was used to facilitate sheath insertion due to the tortuous nature of the right femoral artery. There was no patient injury. The perceived root cause of the damage was due to patient anatomy. The provided device-related photo was reviewed, and noted that the introducer tip appears split along one side, and there is visible curvature present on the introducer.

Manufacturer narrative:
Investigation is ongoing.